Event description:
Family member reported customer called paramedics for low blood glucose levels, experienced convulsions this morning. Troubleshooting was performed and pump appeared to be functioning properly.